Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an out of range impedance was observed on the right ventricular (rv) lead via remote transmission. The patient status was stable. Before surgery, there was a concern that the patient was dependent. Upon interrogation of device, the patient had a long 1st degree heart block. On (B)(6) 2019, the rv lead was capped and a new rv lead was implanted on the septal wall. Fluoroscopy before the case did not show any issue we could discern with the rv lead and the lead was past the header block normally. Lead fracture was suspected. The patient was stable before and after the replacement.